Event description:
It was reported that, "when the surgeon was drilling, the 1/8" drill was broken. Therefore, he used another one in place of it. The tip of drill was removed from the pt. Then, the pt did not receive any sheath damage."

Manufacturer narrative:
Additional info has been requested and if available, it will be submitted in the supplemental report.